Event description:
Reporter indicated that generator was eroding through the skin and that cultures indicated staph infection. Generator was explanted. Leads were left implanted with plans to reimplant new generator when infection clears.